Event description:
It was reported that on (B)(6) 2008, one xience v stent was implanted in a left anterior descending (lad) artery, another xience v stent was implanted in a distal, left circumflex (lcx) artery, another xience v stent was implanted in a proximal lcx artery, and another xience v stent was implanted in a left atrioventricular branch (lav). Approximately 4 years, 5 months later, on (B)(6) 2013, at a follow up visit, the patient was diagnosed with unstable angina. On (B)(6) 2013, there was 60 % in-stent restenosis found in the mid lad (xience v 2.75 x 12) and a cutting balloon technique was done with implantation of a non-abbott stent as treatment and there was 65% in-stent stenosis found in the distal cx artery (xience v 2.75 x 18) and a cutting balloon technique was done with implantation of two non-abbott stents as treatment. An angiogram found 15% in-stent restenosis in the proximal cx artery (xience v 2.75 x 15) and 10% in-stent restenosis found in the obtuse marginal (om) artery (xience v 2.5 x 12). There was no treatment done on the proximal lcx or the om arteries. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. Concomitant medical products: stent: xience v (two 2.75x12, and 2.75x15). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v referenced in is being filed under separate manufacturing report number.